Manufacturer narrative:
Device passed displacement test and self test. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post reset ram crc alarm. The customer¿s blood glucose level was 11.5 mmol/l at the time of incident. Customer was able to clear the alarm, however unable to rewind the insulin pump. It was recommended to customer that refer the backup plan. The insulin pump will be returned for analysis.